Manufacturer narrative:
H.6. Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the reported defect. Although units were not returned, one photo was provided for evaluation of this incident. The photo is a photocopy of an undamaged top web label from a 20ga bd insyte autoguard bc IV catheter, lot 8353971 and ref. 382534. The photo also shows hand writing next to the view of the top web. Visual/microscopic evaluation: observations of the photo revealed that there was no evidence of the alleged defect needle retraction failure, as the actual IV unit was not visible. Only the top web of the blister packs was visible the photo provided for this incident did not present sufficient evidence to identify or confirm the reported failure or to establish a definite root cause. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had retraction issues. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 382534. Batch/lot: 8353971. It was reported that 2 "needles did not retract after pressing the white retractor button". Customer text: over the weekend I had two 20g IV needles did not retract after pressing the white retractor button. Another nurse also had this issue. Thinking it was rn failure I even attempted to activate the retractor button after it was removed from the cannula without success. I have placed a slip in the ed unable to scan bucket with the IV packaging attached to the slip so you know the lot number. I also filled out an occurrence report because of the concern of potential needle sticks.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had retraction issues. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 382534, batch/lot: 8353971. It was reported that 2 ''needles did not retract after pressing the white retractor button". Customer text: over the weekend I had two 20g IV needles did not retract after pressing the white retractor button. Another nurse also had this issue. Thinking it was rn failure I even attempted to activate the retractor button after it was removed from the cannula without success. I have placed a slip in the ed unable to scan bucket with the IV packaging attached to the slip so you know the lot number. I also filled out an occurrence report because of the concern of potential needle sticks.